Manufacturer narrative:
Other text: one bivona tube was returned for the evaluation of the reported issue of the cuff only inflating on one side. A functional test, air cuff symmetry test, and visual inspection test were performed. When the sample was inflated, the cuff inflated completed around the tube. When the cuff was measured, the percentage for the symmetry was 33.3 percent. This result is the minimum acceptable. Based on the test, the unit is within spec and the reported complaint was not confirmed. There was no fault found.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts cuff would inflate only on one side. They had to change the cannula.